Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient presented to the ER with a cold leg. CT performed revealed an occlusion of the patients right ipsilateral stent graft limb and reduced flow diameter in the contralateral left graft limb. Additionally, considerable thrombus build-up was noted in the aortic section of the bifurcated piece. On the same date, a thrombectomy was performed on the patient¿s contralateral limb to remove the clot and a stent was also placed in that area to improve flow on that side. A fem-fem bypass was performed to restore flow to the patients right lower extremity. It was noted that the patient has also been prescribed anti-coagulants to dissolve and retard clotting. The treatment performed resolved the issue. As per the physician, the cause of the event was due to hyper-coagulopathy and polycythemia of the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the stent graft occlusion could not be determined from the limited films provided. Pre-implant anatomy was not provided, and images during implant were also not available. A single returned still angiogram from an unknown study date confirmed that the right/ipsi limb was 100% occluded beginning at the flow divider. In addition, there was substantial thrombus build-up along the inner wall of the bifurcate aortic body, as well as some thrombus seen within the contra limb especially near the distal end. Blood flow was observed only distal to the left limb. Analysis of the returned films did not reveal any stent graft characteristics that could explain the observed occlusion/thrombus. No obvious stent graft kinks or compression was observed with the devices. It is possible that this may have been caused by the reported patient condition; hyper-coagulopathy and polycythemia. Poor distal runoff may have also contributed. If information is provided in the future, a supplemental report will be issued.